Manufacturer narrative:
(B)(4). If additional information becomes available, it will be submitted in a follow up report. (B)(4). Results of investigation: the carefusion failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was not duplicated in the laboratory setting. The root cause of the reported issue could not be determined as the suspect component operated as intended with no failures detected.

Event description:
The customer reported while using the avea ventilator, it is auto cycling in neonatal mode during set up. The customer reported no patient involvement associated with this event.